Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). G2, country event occurred in: australia. D10 narrative: item: unknown taper adapter. Lot: unknown. Item name: unknown comprehensive taper adapter. D2, d4, and g4: attempts have been made to gather all product identification information, and no further information has been provided. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent shoulder arthroscopy. Subsequently, the patient was revised due to dissociation. There was harm, injury, surgical/medical intervention to patient as the patient had to underwent additional surgical/medical procedure. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: unk comprehensive taper adapter. Lot: unknown. Item name: unk comprehensive taper adapter. Item: unknown glenoid. Lot: unknown. Item name: unknown glenoid. Item: unknown post. Lot: unknown. Item name: unknown post. Proposed annex g code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification is necessary for review of device history records; lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.